Manufacturer narrative:
One device was returned for analysis. Service history review identified this device has not been in for service previously. Review of event log confirmed problem. The probable cause of the reported problem is defective latch/lock sensor. The latch/lock sensor was replaced, and the device passed all testing post repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during bench test the pump displayed "cassette locked but not latched" error message. There was no patient involvement.